Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). No issues observed from the functional testing of the mayfield skull clamp. When unit is properly positioned and put under pressure unit would not have slipped. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined. The reported complaint is not confirmed form the evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers 3004608878-2020-00615, 3004608878-2020-00616.

Event description:
This is 2 of 3 reports. A nurse reported that the a1001 base unit modified with ultra handle has slipped. There was no known injury or surgical delay.